Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the primecut oscillating blade, item # 00508002700, lot 008279, that occurred (B)(6) 2020 at (B)(6) medical center during a "total knee case". It was reported that during the use of this blade, a tooth fragment broke off in the knee joint and was spotted by a scrub tech. The surgeon was able to fish out the fragment, but the staff was required to place the case on hold and bring in x-ray to check and see if any additional metal fragments were left in the knee. The patient was unharmed.

Manufacturer narrative:
B5 additional information was obtained: h4: as per the manufacturer, the sawblade was produced under batch no. 005893 in october 2019 and packed under batch no. 008279 in november-december 2019. No specific date in october 2019 was provided. H5: corrected as initially reported that device is single use. H8: updated to reflect new information obtained. H10: the customer's reported complaint of the breakage is confirmed. The device was discarded at user facility; however, based on the provided photographs, komet medical determined that the damage appears to be due to blades coming in contact with metal. Metal contact leads to deformations seen in the provided photographs and in extreme cases can also lead to breakage. Also per the manufacturer, komet medical, the sawblade on the photos shows heavy signs of use. The cutting edges of the toothing are flattened, bent and blunt. There are friction marks on the surface and stop marks on the edges. These signs of use show that the sawblade is worn out due to material contact. No corrective actions are taken because this is no production error. A risk assessment has been carried out. No unjustifiable hazards were determined. No new risks were identified. A DHR review has been requested from the manufacturer, komet medical; however, no results have been provided to date. A risk analysis was unable to be conducted by conmed as the risk documents are held at the design holder's facility. A two-year lot history review was conducted and found no other similar events reported for this lot number. (B)(4). The instructions for use (IFU), per komet medical, advises the user that contact of the saw blade with metal and other metallic objects must be avoided. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Additional information obtained indicates that the medical staff were cutting tibial and femoral bone for a total knee replacement and the sighting of the metal fragment occurred shortly after the surgeon had completed all necessary cuts. The other instruments being used would have been the cutting jigs/blocks required for use with the stryker total knee system. It is also noted that the device in question had been used approximately 10-13 times in other cases with no reported problems prior to this reported issue.